Event description:
In 2007, two gore excluder aaa endoprostheses contralateral leg components were implanted. An aneurx device was also used. In 2008 a reintervention occurred where an additional contralateral leg component was implanted into the pt, due to a distal type I endoleak. The pt's right hypogastric artery was coiled.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.